Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra delivery system, model #: mc1vr01-delsys / expiration date: 28-feb-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 22-sep-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased approximately three days post implant of the leadless implantable pulse generator (ipg). The cause of death was aspiration pneumonia.